Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one empty labeled winding former, a needle-suture of product code sxpp1a301 were returned for evaluation. Visual inspection was conducted on the returned device. Upon visual inspection of the returned sample, it was observed marks on the body of the needle appear by a surgical instrument. The suture was examined, body fluids were found in some barbs. In addition, damaged on the nucleus was observed and the two sides were broken. The sides of fixation tab were returned, and body fluids were found and one was slightly folding. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent a c-section, procedure on (B)(6) 2022 and suture was used. During the procedure, it was confirmed that the fixation tab had been broken. Therefore the product was not used. There were no patient consequences reported. Additional information was requested.